Event description:
It was reported by the olympus representative, the airway mobilescope had leakage. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube had peeled off due to deterioration. This report is to capture the reportable malfunction of the peeled off coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Water tightness was not maintained due to holes in the insertion tube and curved rubber due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There were stains on the image guide bundle due to external factors. The insertion tube was crushed and buckled due to an external factor. The curved rubber adhesive was missing. There were scratches on the digital camera and on the monitor of the digital camera due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 01-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions caused the issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.